Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to gastroparesis, flu and high blood glucose on (B)(6) 2017. The customer¿s blood glucose level was 240 mg/dl at the time of hospitalization. The customer was treated in the emergency room. It was also reported that the customer had symptoms such as throwing up. The customer was wearing the pump at the time of hospitalization. Customer declined to troubleshoot for high blood glucose. Customer had stated that they had problems with infusion sets. The customer was advised to change the infusion set. The customer was advised to return the infusion set to medtronic if possible. The insulin pump will not be returned for analysis.